Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. No keypad anomaly, button error alarm, or unexpected vibration was noted. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No moisture damage was noted inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported by the customer's mother that their insulin pump was alarming button error and the device stopped deliver insulin. Customer declined troubleshooting. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 259 mg/dl at time of reporting. Nothing further reported.